Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection at their wound incision site during their post-op visit, after missing their surgical follow-up appointment after their initial implant. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional or relevant information has been received to date.